Manufacturer narrative:
H4: the lot was manufactured in march 2022. The actual device was received for evaluation; retained samples were also evaluated. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition; the actual set was conforming per product specifications. The actual device was leak tested and no issues were noted. The retention samples were visually inspected and no issues or damage were detected; the retained samples were conforming per product specifications. The retained samples were gravity and leak tested with no issues noted. The reported condition was not verified on the actual or retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with a 1.2 micron filter mirafilter IV leaked from the filter around the orange cap. This was observed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.